Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 05-jun-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-may-2023. [Additional information]: on 14-may-2023, limited additional information was received. The additional information indicated that the bleeding was noted when the thrombus was retrieved. The five (5) were successfully used to embolize and treat the bleed. Section e.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00054. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 15-jun-2023. [Additional information]: on 15-jun-2023, a pdf of ¿pre-shipment pictures¿ were added to the complaint file. The photos captured the embovac large bore catheter (ic71132ca / 30729954). The product analysis reviewed the added pre-shipment photos. The review is documented below. [Photo review]: pre-shipment pictures were attached to the complaint file in which it was noted that there was a break between the strain relief and the ID band of the embovac. Also, the appearance of the distal side shows a crush observed about 5.5cm from the distal end. A second crash was observed about 8.5-9cm from the distal end, this condition was not found during the microscopic inspection performed in the physical device returned, and it is unknown how this condition might have gotten softened. Also, some residues of saline solution were noted in the distal tip of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Both issues documented in the complaints were confirmed based on the cracked condition seen in the strain relief and the compressed condition noted in the braided mesh. This investigation was performed based only on the photos provided; the physical product was already received, investigated, and reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286 and 3011370111-2023-00054. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile embovac large bore catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. The ID band and the strain relief were found to be separated; however, the device was still in one piece bonded by the internal braided wires. The braided mesh was found to be compressed at 6 cm from the distal end. The fractured condition was inspected under a microscope. The shaft was found still attached to the ID band despite the fractured condition; however, the internal composition of the device was exposed. The braided mesh was inspected and the integrity of the material was not compromised despite the compressed condition. The inner diameter (ID) and outer diameter (od) of the catheter were confirmed to be within specifications. The issue reported regarding a catheter being broken off at the connection of the ID band was confirmed based on the fractured condition observed on the returned device; since the catheter was used despite being damaged, it is not possible to determine what was the degree of the damage as observed when it was removed from the hoop. The current condition of the catheter would have precluded its use during the procedure; therefore, it is suspected that the ID band and the strain relief of the embovac catheter ended up separating due to the manipulation required after the first pass, when the phenom 27 was difficult to be advanced through the already damaged section. The issue regarding the catheter being deformed into a flattened shape was confirmed based on the condition observed on the distal aspect of the catheter; it is suggested that inadequate manipulation may have contributed to the defect encountered. Other factors not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered since the damage was noted after the first pass. According to the risk documentation, anatomical tortuosity, no inspection, and continuing to use a damaged catheter are potential causes of failure for catheter damage. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30729954) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following warning: torqueing the catheter excessively while kinked may damage the device, resulting in separation of the catheter shaft. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286 and 3011370111-2023-00054. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion from the internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca); the combined technique was employed using a 9f optimo¿ balloon guide catheter (tokai medical), an embovac large bore catheter (ic71132ca / 30729954), a phenom¿ 27 microcatheter (medtronic) and an embotrap system (catalog / lot number unknown). The details of the procedure are as follows: when the embovac catheter was removed from the hoop, the catheter appeared to have a defect; ¿like bent or broken off at the connection of the ID band and strain relief. On the physician¿s decision, the embovac catheter was to be used¿ and it was inserted into the 9f optimo¿ balloon guide catheter. The phenom¿ 27 microcatheter and the embotrap were inserted into the catheter without any problem. After the first pass, the combined system was removed from the patient¿s anatomy. It was reported that approximately 7-8cm from the tip of the embovac catheter was ¿deformed into a flattened shape. On the physician¿s decision, the system was to be used, and another attempt to insert the phenom¿ 27 microcatheter into the embovac again for the second pass, the phenom¿ 27 microcatheter became stuck at the connection between the ID band and the strain relief, which had appeared defective prior to use.¿ the phenom¿ 27 microcatheter could not be advanced, ¿resulting to difficult for use.¿ after the embovac catheter was pulled out, the second pass was attempted using a competitor aspiration catheter and the embotrap device, but the thrombus could not be retrieved. A competitor aspiration catheter and a competitor stent retriever were used and the thrombus was retrieved. It was reported that ¿the thrombus was eventually removed, but bleeding occurred during the procedure. The bleeding was managed with coil embolization using about five (5) coils.¿ it was reported that continuous flush was maintained. Post-procedure day one, the patient¿s condition was reported as beginning to stabilize.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30729954) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. A cracked catheter is considered a usfda reportable malfunction under 21 cfr 803 as a cracked tip could separate and embolize, with the potential for ischemia or infarct. Although hemorrhage is known potential complications associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embovac instructions for use (IFU) as such, the embovac IFU warns the user to ¿carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure¿ it further warns the user to ¿do not use a device that has been damaged in any way; replace with another embovac catheter. A damaged device may cause complications¿. It is not clear why the treating physician made a deliberate choice to use the embovac even though it was noted to be defective when it was taken out of the package. Given the hemorrhage occurred during the procedure and device usage, although exact timing of occurrence regarding device usage is not clear, a possible relationship of the embovac to the hemorrhage cannot be ruled out. Additionally, there was the need for additional intervention by usage of 5 additional coils to treat the bleeding. The complaint will be reassessed if additional information becomes available. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286 and 3011370111-2023-00054. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-jun-2023. [Additional information]: on 07-jun-2023, additional information was received. The information indicated that the current status of the 78-year-old female patient is not known; there was no extended hospitalization required. The information indicated that the patient had a cerebral infarction; internal carotid artery obstruction which was originally presented. Detailed information regarding the occlusion / clot is not available other than the clot was solid. The embotrap revascularization device used was a 6.5mm x 45mm embotrap iii (et309645 / lot# unknown). Two (2) passes were made with the embotrap iii device (embotrap iii x embovac/embotrap iii x react 71 catheter). There was no device performance issue as related to the embotrap iii device during the procedure. The aspiration catheter used with the embotrap iii device was a react¿ 71 catheter (medtronic). The react 71 catheter was used with a 6mm x 40mm solitaire¿ stent retriever (medtronic) in a combined technique to retrieve the thrombus. The additional information indicated that the bleeding was noted on the 4th pass, when the react 71 catheter and the solitaire stent retriever were used. The bleeding occurred after the removal of the thrombus using the competitor aspiration catheter and competitor stent retriever. In the physician¿s opinion, what may have caused or contributed to the reported bleeding was the resolution of the internal carotid (ic) occlusion, when the thrombus was retrieved on the 3rd pass and recanalization was achieved. ¿then angiography revealed m1 occlusion and thrombus migration was suspected. M1 occlusion was retrieved by the 4th pass via the react 71 catheter and the solitaire stent retriever in the combined technique. At that time, the react aspiration catheter might have advanced too much and injured [the] internal carotid artery, which resulted in the bleed.¿ the physician did not think the embovac and the embotrap iii device had any contribution to the bleed. The vessel trauma / injury that resulted in the bleed was the injured internal carotid artery. The reported bleed resulted in the cerebral infarction that was caused by the internal carotid artery obstruction, which originally presented and remained after the procedure. A continuous flush had been maintained through the phenom microcatheter. The five (5) coils were successfully used for embolization and to treat the bleed. The coils used were ied coil(s) (kaneka) and target coil(s) (stryker). The reported bleed did not result in the prolongation of the patient¿s hospitalization. Information related to whether the event resulted in a clinically significant delay in the procedure could not be obtained; ¿the coiling time was needed.¿ a cracked catheter is considered a us FDA reportable malfunction under 21 cfr 803 as a cracked tip could separate and embolize, with the potential for ischemia or infarction. Although hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embovac instructions for use (IFU) as such, the embovac IFU warns the user to ¿carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure¿ it further warns the user to ¿do not use a device that has been damaged in any way; replace with another embovac catheter. A damaged device may cause complications¿. It is not clear why the treating physician made a deliberate choice to use the embovac even though it was noted to be defective when it was taken out of the package. Given the hemorrhage occurred during the procedure and device usage, although the exact timing of occurrence regarding device usage is not clear, a possible relationship of the embovac to the hemorrhage cannot be ruled out. Additionally, there was the need for additional intervention by the usage of 5 additional coils to treat the bleeding. The complaint will be reassessed if additional information becomes available. Section e.1: initial reporter phone: (B)(6). Updated sections: a.2, a.3, a.5, a.6, b.4, e.1, e.3, g.3, g.6, h.2, h.10, and concomitant products. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286 and 3011370111-2023-00054. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.